Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) level was displayed as ¿high¿. However, a specific value was not provided. Bg level was corrected with a bolus via the pump.